Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/1/2024, a facility notification was received via email regarding the pmcf study. The facility representative reported that a pushlock broke when partially inserted into the good bone. About eighty percent of the threads were engaged. A decision was taken to cut the anchor flush to the bone for good purchase. The occurrence date and surgery type were not disclosed by the physician. The procedure was performed to repair the patient's acl and pcl instability.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.